Event description:
The customer alleged two employees, herself and another technician, reported they had issues when working with the sterrad nx sterilizer. The second employee reported an unexplained cough, tightness in the chest, breathing difficulty, burning in throat, and stinging of the eyes. This lasted for one year. The employee did see a physician and is on blood pressure medication (unknown). He does not take any other medication. At the time of the call, he still has a bad wheezing cough. Further follow-up indicated the employee is undergoing hypertension treatment. He was on an ace inhibitor and has changed to losarton, (angiotensin receptor blocker). His cough has reduced significantly and he currently does not have any other symptoms. He is also on other medications as well. He is not sure what caused his adverse event, but he will not rule out the leak and haze from the sterrad as one of the causes.

Manufacturer narrative:
Fse completed pm 1. All parameters in specification. Completed technical bulletin for replacing vacuum pump nylon plugs to stainless steel. Also completed the technical bulletin for a new door handle steel. This is one of two reports being submitted. Please reference manufacturer report number: 2084725-2009-00421.